Event description:
The customer reported that a lucas device was used on a patient and had caused trauma. The (B)(6) patient underwent semi-elective angioplasty, having had previous CABG to the right coronary artery 8 years previously and a previous angioplasty to the saphenous vein insertion. During the procedure, the patient developed progressive cardiovascular collapse leading to the need for prolonged resuscitation. A lucas chest compression device was employed to provide cardiac message. The patient developed severe bleeding from the oropharynx and was pronounced dead after over an hour of resuscitation. A post-mortem examination was performed. The cause of death was given as: shock and haemorrhage from rupture of the left common carotid artery during resuscitation with the lucas device and endotracheal intubation; syncope during an angioplasty procedure; ischemic heart disease (previous coronary graft). The injury was reported to be to the left common carotid quite close to its origin. There were also two tracheal cartilages which were fractured close to the lcca injury; hypertension and systemic atherosclerosis. The case was discussed with the reporter of the event, dr. (B)(6), lead clinician in clinical risk. The following additional information was received: it was reported that the device moved up the chest during the first few compressions and therefore the device was repositioned into a correct placement. The post-mortem examination indicates that the injuries of the left common carotid artery and the trachea were directly attributable to the repetitive movement of the anterior chest wall, which caused a mechanical sheer injury of the soft tissues at the base of the neck (i.e. In proximity to the upper border of the thoracic inlet). The tracheal injuries may have been compounded by the presence of the relatively stiff tracheal tube as it is unusual to see an anterior injury to the trachea in relation to tracheal tube placement (case reports refer to posterior tracheal injuries where there is no cartilage). The patient had normal vascular anatomy. Dr. (B)(6) indicated that his personal view was that it was unlikely that the patient would have survived the resuscitation attempt anyway irrespective of the application of the lucas (context = cath lab intervention, prolonged cardiogenic shock, arrest).

Manufacturer narrative:
The device was not returned to physio-control for evaluation, and no device malfunction was reported. The following is a clinical review of the reported issue by (B)(4): rib fractures and other injuries are a common but acceptable side-effect of CPR. Injuries of the heart and great vessels occur in about 11 percent of the manual CPR cases. Mechanical CPR mimics manual CPR according to established guidelines and hence provides the same acceptance for risk of harm in relation to the benefit of successful resuscitation by providing good quality CPR. In this case it is reported that the device has moved upwards during the first few compressions, providing compressions at a not-intended position of the chest. There is a warning notice in the instruction for use, the pressure pad should always be in the correct position in relation to the sternum. Otherwise there is an increased risk of damage to the internal organs. In this case the reason for the movement is unclear, normally such movement is prohibited by the placement of the device in the patient armpits as described in the instructions for use. However, in this case it may not be excluded that the device compressed at a non-intended position, which in combination with the relatively stiff tracheal tube, may have contributed to the reported injuries.